Manufacturer narrative:
No conclusion can be made without the complaint device. The history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes.

Event description:
The caller stated they intubated a pt and were unable to get air. They pulled the tube out of the pt and noticed a hole in the bottom of the tube. The pt was reintubated successfully with another tube of the same type.